Manufacturer narrative:
Initial reporter: dr. (B)(6). Health professional: yes. Occupation: physician. Report source: company representative . The unfolded cartridge sample was not physically received as it was reportedly disposed of. The foreign object, removed from the patient's eye, was received for evaluation. The foreign particle was submitted for analysis by fourier transform infrared spectroscopy (ftir) in order to identify the material. The laboratory analysis revealed that the foreign particle is consistent with polypropylene (possibly polypropylene/polyethylene copolymer) and with possible presence of moisture and/or an ovd (ophthalmic viscosurgical device) material such as sodium hyaluronate. According to the laboratory analysis, the results reasonably suggest that the foreign particle is compatible with the cartridge material. Therefore, the debris/particle issue was verified. Manufacturing record review and related documents revealed that 1mtec30 (unfolded platinum 1 series) cartridge was manufactured and released according to specification. A search on the system was performed and revealed no other complaints for this cartridge lot number have been received. The directions for use (dfu) adequately provides instructions, precautions and warnings for the proper use and handling of the product. The directions for use suggest that prior to each use visually inspect the product to establish that there are no material deposits or damage. Based on the manufacturing records review, analysis of the returned particle, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown . Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign particle was found in a patient's eye the day after cataract surgery. Secondary surgical intervention was required to remove the foreign object suspected to come from the 1mtec30 cartridge used in the surgery. The cartridge was disposed after surgery however the foreign particle was extracted and returned for evaluation. No patient injury reported.